Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected. And no obvious defects were found. A calibrated console representing the current software version was used to test the sample. The ball in the drip chamber¿s check valve moved freely per specification. The sample could prime and tune with the ultrasonic handpiece, the 0.9mm air bubble suppressant (abs) tip and infusion sleeve from the lab stock successfully. The irrigation and aspiration pressure were measured at multiple set points and met specifications. No message code appeared on the screen. Fluid flowed from bss to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The sample passed functionality. The root cause of the customer's complaint could not be established. The returned sample functioned, per specifications. After investigation of this complaint, it has been determined, that this sample functioned per specifications. Therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint, and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a error that there was no irrigating solution displayed and irrigation failure occurred during a procedure. The product was replaced and the procedure was completed. There was no patient harm.